Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/10/2014 with the following findings: evaluation revealed that the u-channel next to the battery compartment has been chipped away. The battery compartment is cracked from the grip to the case seal. There was no moisture found in the pump. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a cracked battery compartment. This report is made based on results of investigation completed on 09/10/2014.